Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken conductor wire. The instrument was removed and replaced with a backup. Following this, the user continued with the procedure without further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the cable was completely broken, but there were no signs of thermal damage. There was no patient injury. The instrument did not collide with any other instruments or tools during the procedure. There were no issues removing the instrument through the cannula. Image or video recordings were not available. Patient information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable.